Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge and began smoking at the usb port when customer plugged pump into car. Customer stated the usb port looked "fried." There was no impact to the customer's blood glucose level.